Event description:
Pt underwent right total knee replacement during 1991. He presented with complaints of pain while ambulating although he used no assistive devices. The pain awakened the pt at night. He reported that he feels a "popping" and "cracking" when he walks and that some swelling was present with no redness. The pt was taken to surgery where the knee prosthesis was removed and replaced. Cultures were obtained at the time of surgery and were reported as negative for organism growth. Loosening of the device was found at the time of surgery. The cause of the loosening of ther prosthetic device was unknown.